Event description:
It was reported that the patient had difficulty in communicating the ipg to the remote control and was unable to feel stimulation coverage. The patient underwent an ipg replacement procedure.

Event description:
It was reported that the patient had difficulty in communicating the ipg to the remote control and was unable to feel stimulation coverage. The patient underwent an ipg replacement procedure. Additional information was received that the patient was doing well postoperatively. The explanted ipg was not returned as it was kept by the medical facility.